Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data b5, d7. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event. Revision surgery occurred (B)(6)2019.

Manufacturer narrative:
This report is for an unk - screws: locking trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision of a proximal femoral nailing system (tfna) due to nonunion. It was revised to femoral recon nail (frn). Date of original implant was on (B)(6) 2018. Procedure was completed successfully. Patient status was stable. This is report 3 of 3 for (B)(4).